Event description:
Boston scientific received information that during a follow up out of range pacing impedances, loss of capture, no sensing and noise was seen on this right ventricular lead. In addition, two inappropriate shocks were noted. The device was reprogrammed and a revision procedure has been scheduled. The lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this right ventricular lead was fracture and was surgically abandoned. In addition, during the revision procedure the device was upgraded but due to the patient anatomy and high pacing thresholds the left ventricular connector port was plugged and a possible implant of an epicardial lead will be performed in the future. No adverse patient effects were reported.